Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely water invaded the scope connector during handling of the subject device and caused an abnormality in electronic components. The root cause of the water invasion is unknown. The user can detect the suggested event by handling the device in accordance with the following section of the instructions for use (IFU): inspection of the endoscopic image. The user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. -"when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
Follow-up information received identified that the event occurred at the same time as the aware date. The issue occurred towards the beginning of the procedure. The procedure was diagnostic and completed with a similar device.

Event description:
The field service engineer reported to olympus on behalf of the customer that the evis lucera elite colonovideoscope produced an e315 endoscope communication error. The issue was found during preparation for use in an unspecified diagnostic procedure that was completed without any delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed or reproduced. The device evaluation found angulation to the right direction is out of standards due to worn of angle wire. Scope connector is corroded. Scope cover unit was polluted. Light guide lens was chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.